Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after being programmed to ddd, the device reverted to vvi mode.